Manufacturer narrative:
Additional information: b2 (hospitalization, intervention required removed), b5, g3, h6 further review of this event found the device is not considered a potential contributory cause. This event has been reassessed as no n-reportable and no further reports will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to literature source of study performed from april 1, 2023 to october 31, 2024, a study was done to determine the effectiveness of closed incision negative pressure therapy (cinpt) on groin incisions for patients undergoing major revascularization procedures. A total of 30 patients were enrolled and each patient received a 6-12 cm incision in both groins sutured with an absorbable suture, the patient's right groin was treated with cinpt and the left groin was treated with conventional surgical adhesive dressing. Wound healing complications ranged from non-serious injuries like superficial hematomas, small cutaneous dehiscence, lymphatic leaks, skin inflammation, and skin necrosis to serious injuries like wound dehiscence, subcutaneous necrosis, fasciitis, fistula, and surgical site infections. The serious injury health impacts included prolonged hospitalization, additional negative pressure wound therapy, and for some even surgical treatment. It was noted that any adverse effects in any groin wounds were not related to the suture itself. Effectiveness and cost-benefit evaluation of closed incision negative pressure therapy (cinpt) in patients after major revascularization procedures: róbert bobak, 2026, vascular and endovascular surgery

Manufacturer narrative:
(B)(6). Effectiveness and cost-benefit evaluation of closed incision negative pressure therapy (cinpt) in patients after major revascularization procedures. Vascular and endovascular surgery, vol. 60(1) 28¿35, 2026, https://doi.org/10.1177/15385744251375389. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to literature source of study performed from april 1, 2023 to october 31, 2024, a study was done to determine the effectiveness of closed incision negative pressure therapy (cinpt) on groin incisions for patients undergoing major revascularization procedures. A total of 30 patients were enrolled and each patient received a 6-12 cm incision in both groins sutured with an absorbable suture, the patient's right groin was treated with cinpt and the left groin was treated with conventional surgical adhesive dressing. Wound healing complications ranged from non-serious injuries like superficial hematomas, small cutaneous dehiscence, lymphatic leaks, skin inflammation, and skin necrosis to serious injuries like wound dehiscence, subcutaneous necrosis, fasciitis, fistula, and surgical site infections. The serious injury health impacts included prolonged hospitalization, additional negative pressure wound therapy, and for some even surgical treatment. Effectiveness and cost-benefit evaluation of closed incision negative pressure therapy (cinpt) in patients after major revascularization procedures: róbert bobak, 2026, vascular and endovascular surgery.